Manufacturer narrative:
Product evaluation: the customer indicated the use of an approved cartridge and handpiece. The customer indicated the use of two viscoelastics, which are not qualified for the lens/cartridge/handpiece combination used. The product investigation could not identify a root cause.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the doctor mentioned it was anterior chamber post-surgery inflammatory reaction.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The intraocular lens (iol) product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A physician reported eye redness, pain and decreased vision of a patient following an intraocular lens (iol) implant procedure. The patient also experienced corneal edema, conjunctival congestion, descemet's membrane striae and spotty keratic precipitates. The symptoms resolved with treatment. The lens remains implanted.